Event description:
The user reported that the switch sparked. Our investigation found that a small cut in the cord near the switch that caused the spark.

Manufacturer narrative:
The user reported that the switch sparked. Our investigation found that a small cut in the cord near the switch that caused the spark. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue. This particular pad showed signs of use outside the instructions as the pad was folded and bunched with the cord bent significantly.